Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E1: reporters state: (B)(6). H3, h4, h6: a review of the device history record device history lot manufacturing location: supplier- (B)(4), manufacturing date: 23-jan-2019, part number: 03.130.010, stardrive screwdriver shaft/t4 50mm/self-retaining/hxc, lot number: h660023 (non-sterile), lot quantity: 91. Work order traveler met all inspection acceptance criteria. Four pieces were scrapped in cell at op #60, vendor tin coat, for destructive testing. Inspection sheet, incoming inspection I, incoming inspection ii, incoming final inspection, met all inspection acceptance criteria. Packaging label log (pll) lmd rev ab was reviewed and determined to be conforming. Certificate of compliance received from universal punch for op # 10 (vendor machine) dated 19-nov-2018 was reviewed and determined to be conforming. Inspection certificate supplied to universal punch from zapp (for raw material) dated 29-jul-2018 was reviewed and determined to be conforming. Certificate of analysis supplied by ionbond for op # 60 (tin coat) dated 28-dec-2018 was reviewed and determined to be conforming. Certificate of compliance supplied by general machine for op #80 (colorize) dated 17-jan-2019 was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection that would contribute to this complaint condition. Device history batch null, device history review 05-jun-2019: DHR reviewed. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. H3, h4: investigation summary background: it was reported that on (B)(6) 2019, the tip of the screwdriver was broken upon placing the first unknown locking screw during a phalangeal surgery with variable angle (va) locking hand system. The user reported had no more friction, nor bad manipulation. The fragment of screwdriver that was anchored to the unknown screw was likely to retreat thus, it was removed without problem with an unknown clamp. It is unknown if there was a surgical delay. Procedure and patient outcome were unknown. Concomitant device reported: unknown locking screw (part#unknown, lot#unknown, quantity 1) . This complaint involves one (1) device. Investigation flow: damage. Visual inspection: screwdriver shaft 1.3/1.5 t4 self-hold was received at cq. Upon visual inspection at cq, it was observed that the distal tip of the screwdriver shaft is broken. Thus, the reported complaint is confirmed. The remaining portions of the device shows minimal wear consistent with the usage of the device which would not contribute to the complaint condition. Dimensional inspection: dimensional inspection cannot be performed due to post manufacturing damage. This complaint is confirmed. Document/ specification reviewed: no design issues or discrepancies were found during this investigation. Mre review: this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Investigation conclusion: visual inspection, and document specification review of the received device was performed at cq. A definitive root cause could not be determined. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a phalangeal surgery with variable angle (va) locking hand system on (B)(6) 2019, the tip of the screwdriver broke upon placing the first locking screw. The fragment of screwdriver was removed from the screw without incident. The user reported that the screwdriver had not encountered more friction than expected, nor was badly manipulated. Procedure was successfully completed with a ten to fifteen (10-15) minute delay. Patient status is stable. Concomitant medical devices: locking screw (part: unknown, lot: unknown, quantity: 1). This report is for a stardrive screwdriver shaft. This is report 1 of 1 for (B)(4).